Manufacturer narrative:
(B)(4). After battery installation and throughout testing, the backlight of the lcd was dim. The insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. Self test returned an unexpected pump error 63. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the insulin pump . During the process of isolating the dim backlight, the pcb interface connector j4 of the original pcba1 broke off. Unable to upload using thus and unable to create a power management graph due to the broken j4 connector. In an attempt to isolate the dim backlight, the lcd flex cable of the original pcba1 was plugged into the original pcba2 which in turn was plugged into a known good pcba1 via the pcb interface connector. In this configuration the insulin pump's backlight brightness was normal. In summary, the dim backlight is isolated to the electronics on pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Did not note any broken off protrusions from the reservoir tube lip or the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip.

Event description:
Information received by medtronic indicated that the two small plastic protrusions on the top of the reservoir seem to had broken off and the battery was not lasting more than 7 days. No harm requiring medical intervention was reported. The device will not be returned for analysis.